Event description:
It was reported that the air detector was inoperable was experienced.

Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Event description:
Additional information received, no patient involvement was recorded regarding the associated complaint. Any error and/or failure occurred during testing only.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed the tamper seal was intact upon receipt. Error code was not found in the ehl (event history log). The customer reported problem was duplicated during the investigation as the air detector was found to be nonfunctional in the user mode. Root cause of the reported event is unknown, but the air detector was found to be inoperable. The inoperable air detector was replaced. The returned product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review is not required., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.